Event description:
It is reported that the patient is experiencing pain, diagnosed as mild iliopsoas.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: primary operative notes are returned for review, which were unremarkable. Progress notes from on (B)(6) 2013 were provided which state that the patient is having discomfort when doing a lot of high flexion type exercises, and other than that, the patient has no pain. X-rays are stated to show the devices in satisfactory position without complicating features. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, an exact cause cannot be determined. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.